Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil had highly variable impedances. Rv defibrillation impedance had jumped, was varying, and high. Follow up with the company representative indicated the physician decided to cap the lead. No patient complications have been reported as a result of this event.